Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was variable. The analyst noted the maximum right ventricular (rv) lead pace bounces between 750 ohms and approximately 1400 ohms starting (B)(6) 2013. The minimum rv pace is steady around 700 ohms. The minimum and maximum rv pace rose out of range (greater than 1500 ohms) starting (B)(6) 2014. There were no sensing anomalies found on the save to disk.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high pacing impedance and high threshold. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).